Event description:
It was reported that the patient presented to an implant procedure. During the procedure, the ventricular lead exhibited high threshold. While attempting to re-position the lead, the physician could not retract the lead's helix. The lead was not used, and a new lead was implanted. The patient condition was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, and the reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one-piece. Visual examination found the helix partially extended, bent and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued, consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the over torqued inner coil and the bent helix. Electrical testing was normal. No other anomalies were noted with the exception of procedural damage.